Event description:
Manufacturer's ref #: 239099.

Manufacturer narrative:
No service was requested and no parts have been returned for investigation. No ventilator logs were provided. Since no parts or logs were provided, the root cause of the reported failed internal leakage test during pre-use check has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).